Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for a patient implanted on (B)(6) 2024. The log file captured numerous low flow events on 24dec. There appeared to also be multiple manual speed adjustments throughout the event history. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. There were no other unusual events recorded in the log file event history. The reason for the manual speed adjustments was hemodynamics, and volume. The cause of the low flow alarms was hemodynamics. The low flow alarms were troubleshooted with volume replacement. No patient symptoms were observed at the time of the low flows. Further information provided that manual speed adjustments were to active extended alarm silence per surgeon order and guidance from a representative. The pump position was the cause of the low flows and the alarms resolved after chest washout/closure. Patient was sedated and intubated at the time of the low flows and their mean arterial pressures (maps) were 90-115 mostly when alarming, with goals of 75-85. Further information reported that the patient continued to have low flow alarms. The patient was asymptomatic and mean arterial pressure in the 80s. The event log file captured intermittent low flow alarms as well as momentary low flow estimates when the pulsatility index (pi) was elevated (B)(6) 2025. The estimated flow was fluctuating from below 2.5 lpm alarms threshold. The estimated flows were averaging from 2.2 to 2.4 lpm and calculated pi was averaging from 6.3 to 9.3 during these events. Most of these events were brief and did not generate alarms (less than 10 seconds). There were no unusual rotor faults, or any other abnormal pump faults seen in the log files. There did not appear to be any type of external equipment causing the events. There were no other notable alarm conditions or parameter changes. Based on the log files, the equipment was operating as intended electronically and mechanically. Low flow software was requested due to the frequent low flow alarms. The cause of the low flow alarms was a small left ventricle. The right ventricular dysfunction and cannula positioned close to septum. The rv dysfunction was not determined to be related or caused by the device or device therapy. The date of the onset of the rv dysfunction was (B)(6) 2024. Echocardiogram was used for diagnostic testing. The patient was being watched in the intensive care unit (ICU) with medication support and had red tone and red heart alarms. The event was treated with inotropes which resolved the event. The patient was stable and there were no adverse events reported.

Manufacturer narrative:
Corrected data: section a2: patient age corrected. Section b2: life-threatening and hospitalization included. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. The account reported that the low flows resulted from pump¿s cannula position close to the septum, as well as the patient¿s right ventricular (rv) dysfunction and small left ventricle. The reported pump malposition could not be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported rv dysfunction and patient condition could not be conclusively established. The controller event log files collectively contained events from 24dec2024 and 11feb2025. Sustained low flow alarms were captured on 24dec2025. Additionally, intermittent low flow alarms were captured on 11feb2025. The low flow events were also associated with elevated pulsatility index values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Sections 1 and 4 of the IFU also state that the pi calculation represents cardiac pulsatility, with values typically ranging from 1 to 10. Generally, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined. Section 6 of the IFU, under "right heart failure", discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.